Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. D4: batch # unk. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 702c96, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapling stopped at 1st firing and the knife did not move. Knife reverse switch was pressed and the knife returned and the cartridge was replaced. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.